Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for 3-4 days due to high blood glucose and diabetes ketoacidosis on with blood glucose of 500 mg/dl. Then it came down over 400 mg/dl. The current blood glucose level was 382 mg/dl. The customer was treated with manual injection. Troubleshooting was performed for insulin flow blocked alarm. They stated insulin exited. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).